Event description:
It was reported that the patient presented for in-clinic follow-up. Upon device interrogation, it was noted that the right ventricular lead exhibited loss of capture. A chest x-ray confirmed that the lead was dislodged. The patient was scheduled for extraction and the lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Visual examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification.